Manufacturer narrative:
The reported complaint of a top cover was confirmed during visual inspection of the returned autopulse platform (sn (B)(4)). To remedy the issue, the top cover was replaced. As part of routine service during testing, the platform was examined and defective lcd screen, a bent battery lock and a sticky clutch. The lcd and battery lock were replaced, and sticky clutch plate was deburred to address the issue. Additionally, as a precautionary measure, power distribution board (pdb) was replaced. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to user advisory (ua) 27 (encoder fault (>3000 rpm)) error message, unrelated to the reported event. Encoder gearbox was replaced to remedy the fault. The autopulse underwent functional testing with a large mannequin fixture (equivalent to 250 pounds patient) for 15 minutes. The platform passed functional testing with no fault. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform was returned for service. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message.